Event description:
On (B)(6), 2007, a dentist placed two implants in patient's mandible approximately 5 mm apart and formed a single crown across the top of both implants (this is not an indicated use for the product). The crown was not splinted to adjacent teeth. On (B)(6), 2012, both implants were noted as broken and the dentist plans to remove them using a trephine burr.

Manufacturer narrative:
Conclusions: mdi implants are not indicated for use as was described in this case. When used as intended (denture stabilization), these implants have an excellent clinical usage history. See scanned page.